Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The fidelis device is part of the advisory for this model.

Event description:
It was reported that the right ventricular (rv) pace sense and left ventricular (lv) leads were swapped proactively at last change out even though the rv lead was performing normally. This is an off label system set-up. Currently, they are seeing oversensing of myopotentials and inhibition of pacing due to oversensing on the lv lead. At prior follow-up, the patient was having symptoms due to inhibition and the sensitivity was changed to 1.2mv in order to get rid of oversensing. However, there were still episodes with inhibition. Both leads are still in use. No further patient complications were reported as a result of this event.